Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device was not registering urine output. It began after a new urinary catheter was placed. Noticed that the current hour volume was reading as zero, the time was around 3 pm. Approximately 30 minutes prior to this time, the nurse had started with a completely empty urine bag. In the second photo that there was approximately 10 ml of urine in the bag, yet the sensica was reading zero. Nurse then emptied the catheter of a small volume more urine, which amounted to 4 ml into the bag, but the sensica did not register any change or output. The tubing guide sticker was located correctly between the guides. Everything appeared correctly set up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device was not registering urine output. It began after a new urinary catheter was placed. Noticed that the current hour volume was reading as zero, the time was around 3 pm. Approximately 30 minutes prior to this time, the nurse had started with a completely empty urine bag. In the second photo that there was approximately 10 ml of urine in the bag, yet the sensica was reading zero. Nurse then emptied the catheter of a small volume more urine, which amounted to 4 ml into the bag, but the sensica did not register any change or output. The tubing guide sticker was located correctly between the guides. Everything appeared correctly set up.